Event description:
Additional information was received, which clarified that poor aspiration was not applicable to this reported event.

Manufacturer narrative:
Corrected information is provided in section h.6, where by a previously submitted FDA product code of 1146 should not have been submitted. The initially submitted MDR coded for poor aspiration, which should not have been included on the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system but was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported poor aspiration, poor laser power and unstable intraocular pressure (iop) during a vitrectomy procedure. The surgery was completed by using the same system. There was no report of any patient harm.